Manufacturer narrative:
Section e2/e3 correction manufacturer¿s investigation conclusion: the report of corrosion to pump cable inline connector could not be confirmed as no images were submitted for review and no products were returned for evaluation. A specific cause for the reported corrosion could not be conclusively determined through this evaluation. The submitted system controller event log files collectively contained events from 30dec2024 through 03jan2025 and from 13jan2025. Driveline communication fault alarms were captured on (B)(6) 2024 at 23:29:56 through (B)(6) 2025 at 03:22:30 and on (B)(6) 2025 at 14:27:40 through 15:31:59. Events consistent with a system controller exchange were captured on 03jan2025. Following the controller exchange, transient driveline power fault alarms were captured starting at 17:20:50 and continued until the end of the log file at 17:34:33. A second system controller exchange was captured on (B)(6) 2025. No other notable events were captured, and the system appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 6 of the IFU contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 6 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults and driveline communication faults, and the recommended actions associated with these emergencies. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient was having driveline communication faults. The alarms were briefly cleared on the monitor but returned. Log files were submitted for review which captured driveline communication fault alarms stating on (B)(6) 2024 at 23:29 and continued for the remainder of the log file. Additional log files were submitted for review which captured driveline communication faults starting on (B)(6) 2025 at 14:27 and continued for the remainder of the log. The modular cable (9240656) and system controller (B)(6) were exchanged to troubleshoot the communication faults but after the exchange driveline power faults appeared. Green corrosion was observed around the base of the old modular cable (9240656). The event log confirmed the driveline power faults reported post modular cable and system controller exchange. Another modular cable (10564641) exchange was performed using the same new system controller (B)(6) that was used for the first modular cable. The customer did the ¿shake¿ to the patient side of the driveline and the driveline power fault alarm cleared. Additional log files were submitted for analysis. Photos and a video of the patient side of the modular cable showed corrosion. It was later reported that patient had their modular cable cleaned on (B)(6) 2025 with no further alarms. Surface cleaning was performed first followed by a couple cleaning's of the internal pins on the pump side of the driveline. The connection was disconnected a total of three times which the patient tolerated well. The modular cable (201694) and system controller (B)(6) were exchanged during the last cleaning. Log files were sent again for evaluation. The event log contained limited data post cleaning from the new system controller with no active communication faults or driveline power faults. The pump itself also appeared to be operating within normal parameters. The patient was discharged from the hospital.